Manufacturer narrative:
On 11-apr-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-mar-2025, bwi received additional information regarding the event. Of note, the patient came back on (B)(6) 2025 for a repeat procedure due to his ICD (implantable cardioverter defibrillator) shocking him approximately. The medical team successfully completed the procedure with non-inducibility as the end point. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-feb-2025, bwi received additional information regarding the event. The quadrapolar catheter in the rv was a bwi deflectable d quad 5-5-5. Multiple fields in section d has been updated accordingly now that the complaint device has been identified as a webster¿ electrophysiology catheter. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. -- additionally, earlier during the case the stsf was in the rv (right ventricle). However, the physician did not feel it was the stsf because of force values and because they had intracardiac echocardiography (ice) images with no noted effusion after the stsf was withdrawn from rv. The issues persisted hours after the stsf had been in the rv. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis, drain placement and surgical intervention. It was reported that the patient sustained a pericardial effusion during the procedure. After ablating in the left ventricle, the physician proceeded with pacing maneuvers. While pacing, the patient went into rapid ventricular tachycardia that was not the clinical tachycardia they had mapped. The patient was unstable with the rapid tachycardia and was cardioverted. After the cardioversion, the patient's blood pressure remained unstable. The physician advanced the intracardiac ultrasound catheter into the heart and identified a moderate pericardial effusion. It was reported that the patient had a trace effusion at baseline but after cardioversion it was more significant. The patient was given protamine to reverse the heparin and a pericardiocentesis was performed (approximately 800-1100ml of fluid was removed from the pericardium). The pericardial drain was sutured in place and the patient was stable on transfer to intensive care. The patient's blood pressure was not improving and so the patient was sent to the operating room for a pericardial window due to more fluid being drained from the pericardial catheter. The patient improved. The perforation was in the right ventricle. During use. Initial mapping of lv (left ventricle) completed with optrell, ablation sites targeted with stsf fj, optrell reinserted for mapping, stsf reinserted for ablation, pacing maneuvers completed which induced hemodynamically unstable vt (ventricular tachycardia), cardioversion completed, and that is when anesthesia brought to physician's attention the blood pressure not recovering after vt and cardioversion. At the time of cardioversion there were two catheters in the body; a quadrapolar in the rv (right ventricle) and the ablation catheter in the lv. The physician feels the quadrapolar catheter was the cause of the effusion. Timeline tracings show atrial signals on the quad catheter before the cardioversion. Prior to finding the effusion there was not a presence of high impedance or force, the average force value while ablating was 24grams. No steam pop was noted during ablation. No error messages observed on biosense webster equipment during the procedure. Other relevant past medical history includes: patient was an ICU (intensive care unit) patient that was admitted via ER. Treatment plan was vt ablation then a device to follow.